Event description:
It was reported that the cap broke off the catheter.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Based the photo sample, it was observed that the cap was detached from the catheter. However, a complete evaluation could not be performed. Therefore, the exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the cap broke off the catheter.